Event description:
The event is reported as: the inlet port at the bottom of nebulizer to the oxygen tubing broke easily while in use. The defect was discovered during nebulization treatment to pt. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR; therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.